Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl or read ¿high¿ on the cgm. Customer changed infusion set and cartridge to resolve occlusions. Ultimately, the customer reverted to a back up pump for insulin therapy.